Event description:
It was reported that following an ablation procedure on (B)(6) 2014, the right ventricular lead exhibited high thresholds. The device was reprogrammed and the patient became fatigued. It was also noted that lead impedance had increased. Lead dislodgement was suspected. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
(B)(4).